Event description:
Country of complaint: (B)(6). Posterior cervical fixation to c4/5/6. After placing screws (6 screws in all), rods using rod persuader, the surgeon placed set screws in each screw head and started tightening set screws. However, two of the set screws would not be tightened. The thread of these two set screw seemed to have been deformed. As a result, the surgeon replaced two pedicle screws, and placed the set screws again to finish tightening all the set screws. There was extended time of the operation over 15 minutes as a result of the event.

Manufacturer narrative:
Evaluation is on-going at the manufacturing site. The components involved in this incident (samples presented) are sw164t / s4c polyaxial screw 3.5x16mm x 2 pcs (batch: 51721482 / production date 01/20/2011 and 51845384 / production date 05/04/2012) and sw003t / s4c set screw new version x3 pcs (batch: 51889256 / production date 12/13/2012 x 1pcs and 51900002 x 2pcs / production date 12/20/2012).